Event description:
It was reported that the tip of the rod bender was broken off during surgery. The broken piece was able to be retrieved from the pt. No pt complications were reported.

Manufacturer narrative:
Device was returned to medtronic for eval. Visual examination confirmed that a piece of the tip was broken off. It appears that a force greater than the tip of the bender was designed had been applied. This force caused the tips of the bender to fracture.